Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require revision surgery due to loosening of the tibial component, which has drifted into varus and dorsiflexion. Additionally, eight weeks postoperatively, the patient experienced a medial malleolus stress fracture, which appeared healed at his three-month follow-up. The surgeon plans to address the medial malleolus fracture during the revision surgery.

Manufacturer narrative:
Correction to d1 (product long description), g1(reporting contact), and h6 (device code). The reported event could be confirmed, based on available CT scans and medical expert¿s assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of available CT scans medical expert opined that all described findings, like loosening, the consolidated periprosthetic fracture and the bone loss can be confirmed with the provided CT scan, at the talus the situation is not that clear, but there seems to be some radiolucence and some impingement to the medial malleolus. Whether this has contributed to the fracture and the loosening of the tibial component cannot be said with confidence. There are some patient related factors, but potentially some implantation related factors like medial positioning of the talus which may have contributed to the failure here. Failure of total ankle replacement tar overtime is a known complication, in case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the additional device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require revision surgery due to loosening of the tibial component, which has drifted into varus and dorsiflexion. Additionally, eight weeks postoperatively, the patient experienced a medial malleolus stress fracture, which appeared healed at his three-month follow-up. The surgeon plans to address the medial malleolus fracture during the revision surgery.